Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 19 june 2019, it was reported that a mesher would not ratchet backwards with the carrier in place. The customer returned a zimmer skin graft mesher serial number (B)(6)for evaluation. Evaluation of the device on 15 july 2019 noted that the ratchet handle was jammed and was not lubricated. The mesher was tested and noted to have produced a passing test mesh. Repair of the device occurred on 22 july 2019 and involved reassembling and relubricating the handle. The technician tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, a specific cause of the reported event was due to the ratchet handle itself being jammed. While the service technician does find that the ratchet handle was jammed, which would prevent the ratchet from rotating back when used on the mesher, it cannot be determined from the information provided as to what caused the ratchet handle to become jammed. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) includes instructions on how to disassemble and reassemble the handle as well the standard maintenance requirements for it. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not ratcheting in reverse with carrier in place. Event occurred during surgery. There was a minimal delay of 15 minutes. The procedure was completed with same device. No impact/harm to the damage. No adverse events were reported as a result of this malfunction.